Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive, preventing the user from unlocking the pump; troubleshooting and education were completed without resolution, and the issue aligned with an unresponsive key/button involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive control input and implicated the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.